Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and unable to be primed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, it was not possible to confirm that the condition reported is related to manufacturing process. A device history record review for material# 2260-0500 and lot# 24115303 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13nov2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set had flow issues. The following information was received by the initial reporter with the following verbatim it was reported by customer that the spiked albumin unable to fill line even with vent open. Only with full force pressing into rubber stopper did albumin start to fill and stopped when pressure released. After filling the line halfway, it started to fill as normal and had no further issue.